Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the tip was twisted and stretched. Microscope inspection showed that the guidewire exit port was also twisted and stretched. Impedance testing indicated an electrical open at the distal end of the catheter, located between 0-10 cm from the distal housing. Functional testing showed no indication of resistance when tracking the guidewire into the catheter. Media returned by the customer was inspected and did not show evidence of the reported issue.

Event description:
Reportable based on device analysis completed on 28 jul 2025. It was reported that visualization issues occurred. The chronical total occlusion target lesion was located in the right coronary artery. Following pre-dilation, an opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the imaging display was turned on, no image was visible and upon withdrawal of the catheter, the tip was found to be kinked and damaged. The procedure was completed using another of the same device. The patient condition following the procedure was stable, and no complications were reported. However, device analysis revealed that the tip and the guidewire exit port were twisted and stretched.